Event description:
Healthcare professional reported for unknown side "developed alcl". Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side developed alcl. Device has been explanted. Healthcare professional additionally reported seroma liquid sent to pathology, capsular contracture baker grade IV and pain on patient's left side. Pathology report noted cd30+ and alk- cells. The device has been explanted. No replacement device was used.

Manufacturer narrative:
Date of alcl diagnosis: on (B)(6) 2022, pathological markers of cd30+ and alk- have been provided through pathology. Additional physician and contact: dr. (B)(6). Additional, corrected and/or changed data. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for removal: bia-alcl, capsular contracture, seroma-late.